Manufacturer narrative:
Examination of the returned device confirms the handle is broken, and the threads are damaged. Complaints databases searched on product code (B)(4) identified similar complaints received previously. Previous investigations confirmed that a design change was undertaken in september 2010 (eco-321614), to prevent the anti-rotation pin from loading the plastic handle to minimise the risk of further failures occurring (dwg-108012). The root cause is attributed to product design. No/ dva-108291-hhe has been completed and concluded that the risk is medium and no further action is necessary. The investigation confirmed that the angled acet inserter handle had fractured as reported, and the threaded tip is damaged. Continued post market surveillance will be carried out per sep-419 under the post market surveillance plan. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Acetabular curved inserter is broken. Tip threads are damaged and handle is cracked.